Event description:
During a clinical trial attest, sponsored by (B)(6), patient underwent an atrial fibrillation procedure on (B)(6) 2014 with a thermocool® smarttouch® bi-directional navigation catheter. Two months later on (B)(6) 2014 patient suffered an atrial fibrillation episode which required hospitalization. Patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure related. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The ¿suspected medical device¿ reported is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under 510(k) p030031/ PMA # s053. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4)